Event description:
It was reported that the urine outflow slowed down on the second day of use. It was later reported that the catheter was inserted into the patient according to the procedure in an operating room. After placement, the user confirmed that the balloon was placed in the correct position in the bladder and that the urine flowed freely. During surgery the urine outflow slowed down gradually. The user confirmed that the balloon was placed in the correct position several times. After the patient was returned to a ward, the doctor advised to replace the catheter because he observed that the bladder was strong and tense. Once replaced, a large amount of urine outflow was confirmed. Clinical statement: per clinical opinion, this is possible urine retention due to the bladder being "tense and strong" and upon replacement of the catheter a "large amount of urine was confirmed."

Manufacturer narrative:
The reported event was unconfirmed. Received 3-way catheter for evaluation. No visual defects were noted on returned catheter. Per the functional evaluation, the balloon was inflated with 10cc of water and administered to flow rate testing. While inflated, the flow rate was 140m/l/min, 145ml/min and 140ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Precautions for use (1) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. (2) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine outflow slowed down on the second day of use. It was later reported that the catheter was inserted into the patient according to the procedure in an operating room. After placement, the user confirmed that the balloon was placed in the correct position in the bladder and that the urine flowed freely. During surgery the urine outflow slowed down gradually. The user confirmed that the balloon was placed in the correct position several times. After the patient was returned to a ward, the doctor advised to replace the catheter because he observed that the bladder was strong and tense. Once replaced, a large amount of urine outflow was confirmed. Clinical statement: per clinical opinion, this is possible urine retention due to the bladder being "tense and strong" and upon replacement of the catheter a "large amount of urine was confirmed."